Manufacturer narrative:
B5: additional information received via email on (B)(6) 2021: no patient involvement. The issues were discovered during in house inspection/testing process. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. Unable to duplicate customers reported problem. Reinstalled software for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error 46442. No patient injury reported.